Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set dislodged event on (B)(6) 2026. The patient's blood glucose was elevated for more than four hours. The patient used syringe to treat the elevated blood glucose levels. No additional information available